Event description:
A malfunction was reported on a pump, which was indicated by a malfunction code. There was no adverse impact on the customer¿s blood glucose level. The customer attempted to reset the pump after the issue first appeared, but the reset attempt was unsuccessful, and the pump would not turn back on. Technical support proceeded with a pump replacement.